Event description:
As reported, a bmw guidewire was advanced across the mid lad and a luge wire was advanced across the origin of the first diagonal. Ivus assessment noted significant disease in the mid lad proximal to the origin of the first diagonal. The cutting balloon was positioned into the origin of the first diagonal artery and inflated twice to 8 atms for 30 seconds. Angiography revealed improvement in the luminal stenosis with a dissection in the treated segment. A taxus stent was positioned and deployed. Delivery balloon was positioned over the stent inlet and inflated to 8 atm for 10 seconds. Angiography revealed subtotal stenosis in the lad distal to the origin of the first diagonal; however, the first diagonal was well treated and covered and treated with eprifibatide protocol. A bmw was advanced across the stent struts, a maverick balloon was positioned and inflated twice to 6 atms for 15 seconds. There appeared to be a focal area of dissection in the proximal lad. A taxus stent was positioned to cover the mid lad disease as well as the proximal dissection and deployed at 10 atms for 25 seconds. Kissing balloon angioplasty performed with a maverick 2.5 x 15 in the diagonal and a maverick 3.0 x 15 in the lad without complications. Ivus assessment revealed adequate stent apposition in the mid lad with patency of the first diagonal; however, proximal stent segment appeared to be under expanded albeit with good apposition because of significant disease. The area was dilated with a powersail and final angiography revealed 0% residual stenosis.